Event description:
At end of vitrectomy case, pressure suddenly went down, machine was reset and pressure went up to 99 and eventually back down to 30. Case completed. Follow-up 2 days later post-op revealed pt developed a cataract. Exact extent of problem not known at this time.